Event description:
It was initially reported that during diagnostics performed, high lead impedance was observed. The patient had indicated that she was no longer able to feel stimulation, but there was no change in her depression levels and has improved since implant. There was no known trauma that could have caused or contributed to the event. Review of the programming history from the physician's handheld computer revealed that the high lead impedance was first observed on (B)(6) 2010 during diagnostics performed. The last known diagnostics performed at the time of implant were within normal limits. At this time it is unclear if the patient will be having revision surgery. No further info is available on the issue at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.